Event description:
It is reported that the device was discovered fractured in a tray. Event time and place is unknown.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured medial side. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.